Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set and reconnected afterwards. The label review found the labeling adequate for the use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4) and a 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use during dwell 3. The baxter technical representative (tsr) advised to the home patient (hp) that air had entered the set up. The tsr assisted the hp to end therapy and start over with new supplies. The hp was advised to contact the peritoneal dialysis registered nurse (pd rn) to inform that the hp will not be able to complete therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.